Event description:
It was reported that balloon rupture occurred. The target lesion was located in the complete total occluded and severely calcified popliteal artery. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the complete total occluded and severely calcified popliteal artery. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter first name: updated.